Event description:
It was reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level was 148mg/dl. Troubleshooting was conducted. Device was being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump has intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, belt clip slot and stained end cap sticker.